Event description:
It was reported that during a left later medial needle localization, the paddle slid out of the compression paddle holder and pulled the needle out of the pt. There was no injury. Needle localization was then redone. The concern is that serious injury could result if the event were to recur.